Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle fired and pink slide moved forward, but cannula retracted back into pod during insertion and was not visible when pod was removed. Customer did not wear pod.